Event description:
The following has been reported: during investigation testing for the tubing set problem alarm two samples were observed to be leaking during priming. The tester noticed the leak was coming from the secondary access port (k-zero luer activated valve location). While investigating, they noticed the secondary access port disconnected with minimal effort. The leak was observed prior to the disconnection of the secondary access port. The test samples were manufactured on manual line #3 and were part of the max dose sterilization group. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.